Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon fired the 1st er320 clip applier across the cystic artery and she noticed the applier was difficult to squeeze on the initial firing. The 1st (2) clips did not close all the way and the next (3) clips fell out of the jaws. Another er320 was opened and (1) clip was fired successfully, however the next clip fell out of the jaws. The case was completed using the 2nd clip applier. There was no consequence to the pt.